Event description:
During a telephone conversation between the manufacturer's legal counsel and the family's legal counsel it was alleged that "a car struck a pole near the family's home causing the power to go out. The patient's parents woke up sometime during the night and realized that the power was out and went to check on their son. They found that the ventilator their son was using had switched to internal battery as a result of the loss of electricity and shut off after a period of time. The parents claim to have observed no warning lights or alarms in connection with the power switchover or the ventilator shut-down. The family called ems (emergency medical service). At some point the power came back on and the vent powered up and ran for a period of time." As autopsy was not performed.